Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that this unit was failing to charge the batteries and also failed to power up on ac power.